Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during the prime cycle. The spike in the heater bag was not in all the way. The customer pushed the spike in farther and returned to prime. The hc continued the prime cycle. Product surveillance spoke to the home patient's caregiver (cg). The cg stated therapy was resumed after pushing the spike into the heater bag. The set-up was discarded after completing therapy. No patient injury or medical intervention was reported. No additional information was provided.